Event description:
Procedure: laparoscopically assisted nephrectomy. An extraneous piece of the v2 safety shield was found in the abdomen. The report stated the piece does not appear to be a piece that broke off but possibly a remnant that was stuck/attached to the port. The piece was removed without difficulty. No patient injury reported.